Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Transseptal puncture was performed and the steerable guide catheter (sgc) was advanced. On the echocardiogram, a pericardial effusion was noted an it was realized that the guide wire was advanced too far into the pericardial space. The effusion got larger, the sgc was left in place and pericardiocentesis was performed. An amplatzer occluder was implanted to try to seal the pericardial perforation. However, a short time later, the effusion got larger and the patient declined significantly. A sternotomy was done and cardiopulmonary bypass was performed. The mitral valve was repaired and the effusion was surgically treated. The patient was stabilized. In the physician's opinion, the pericardial effusion was caused by the guide wire, during the transseptal puncture, and the sgc worsened the effusion. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. It should be noted that the reported patient effects of hypotension, pericardial effusion and cardiac perforation (atrial perforation), as listed in the mitraclip nt system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, the atrial perforation appears to be related to procedural circumstances, as although the transseptal needle and the guide wire were thought to have caused a cardiac perforation, the sgc worsened it as it was also advanced too far. The pericardial effusion, hypotension and EKG/ECG changes were secondary effects of the atrial perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.